Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Noise could be reproduced via provocative testing. Lead revision was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Noise could be reproduced via provocative testing. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.